Event description:
After an implantation period of approximately 85 months it was reported that the lead was extracted due to oversensing in the ventricular channel.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 53 cm proximal to the lead tip. The distal fragment was returned for analysis. The proximal fragment including the yoke and connector pins was not received. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragment. In particular between 18 cm and 8 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, a deformed rv shock coil and fixation helix were found, which most likely resulted from the extraction procedure due to tensile stress. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.